Manufacturer narrative:
The pump was received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. There was no cosmetic damage noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged. The customer states there was an indentation at the face of the pump. The customer's blood glucose level was 400mg/dl. The customer declined to troubleshoot for the highs. The customer was advised the pump would be replaced and returned for analysis.